Event description:
Reportedly, on (B)(6) 2026, the ICD talentia dr (sn(B)(6) was implanted. Once the atrial and ventricular leads were connected to the header, a tug test was performed and successfully passed. The parameters measured via the programmer were optimal. During the suturing process, engineer roberto stigliano performed a final impedance test, which revealed an out-of-range atrial impedance. The physician reopened the wound and repeated the tug test on the atrial lead; this time, the lead was pulled out from the connection header as if it were no longer screwed in. The physician re-inserted and secured the lead into the header, repeated the tug test (which passed), and the subsequent impedance tests performed by the engineer returned to normal ranges. On (B)(6) 2026, the physician repeated the tests and found a coil continuity greater than 3000 ohms. Upon reopening the wound, a tug test was performed on the ventricular lead, which resulted in the lead being pulled out from the connection header as if it had never been screwed in. Consequently, the physician decided to replace the device.